Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump for an unknown indication. An empty pump was reported and it was asked and unknown when the event/difficulty occurred. The patient reported his pump had been dry for about approximately a month and 10 days. Environmental/external/patient factors that may have led or contributed to the issue included patient compliance. No interventions/ actions were taken at this time to resolve the issue. A dye study was done on (B)(6) 2018, with normal results per interventional radiology (ir). The issue was not resolved at the time of this report and the patient¿s status was ¿alive-no injury.¿ other medications the patient was taking at the time of the event was unable to obtain, not available. Surgical intervention did not occur and was not planned. The patient¿s weight was asked, but unknown and the patient¿s medical history was asked and would not be made available (legal/confidential reason). No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the patient experienced increased spasticity and was reportedly given oral medications to help with withdrawals. The patient was a poor historian so no exact time or date was given. It was clarified the patient was trying to switch managing physicians right around the time of the refill. No other information given. No further complications were reported/anticipated or expected.